Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. The customer replaced the touchscreen. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a touchscreen issue. No patient or user harm was reported. The event date was not specified; estimate used.